Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via a phone call, the insulin pump was damaged. During troubleshooting customer mentioned the damage occurred during a car accident back on (B)(6) 2014. Customer then stated she didn't recall if the accident was due to low or high blood glucose. However she was taken to the hospital after the car accident and she had no memory of what occurred. Customer was advised to discontinue use of the device and revert to back up plan. She agreed to return the device for analysis.